Event description:
It was reported that during a coronary drug eluting stenting treatment procedures, shaft fracture occurred. The lesion being treated was located in the mid circumflex (cx) artery. The 2.75x12 mm taxus express2 drug eluting stent was unable to cross the lesion. The shaft broke. It is unknown how the procedure was completed. No pt complications were reported. Additional information was unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.